Event description:
It was reported that the customer was hospitalized with high blood glucose of 50mmol/l and ketones. Currently, the customer is not using the insulin pump at the time. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.